Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported). Three weeks after the date of peritonitis onset, the antibiotic treatment ended. On an unreported date, the patient was recovered from the event. It was not reported if pd therapy was ongoing. No additional information is available.